Event description:
It was reported that arteriotomy closure of the right femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, during the advancement of the knot deep into the anatomy, strong resistance was met and the suture broke. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician reported that the texture of the suture was unusual and did not feel smooth during use. He also thought that there was a possibility that the suture got hung up with the suture window / sharpened trimmer edge of suture trimmer. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - failure to follow steps/instructions; no femoral angiogram taken. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). An analysis of the returned device could not confirm the reported event as the suture and suture trimmer were not returned for analysis. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified. Reportedly, a femoral angiogram was not taken. Per the instructions for use, to ensure the proper location of the puncture site, a femoral angiogram is to be performed.